Event description:
Pacing imped >2000 ohms & pacing threshold variable. Because of infection, it was decided to explant the whole system. Detection & therapies prog off prior to explant; however, device switched to por & two shocks were delivered due to sensing of noise.